Event description:
It was reported that prior to surgery it was discovered that the motor device "got hot¿. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. An assessment was performed on the device which found that the motor was heating up. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be improper use and mis-handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.